Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The delayed keypad response was reproduced and confirmed through evaluation. This condition (delay of approximately 3 seconds) was caused by a failed processor printed circuit board (pcb). The keypad was tested, and all keys were functioning as designed. The failed processor pcb was replaced.

Event description:
During baxter's evaluation, a spectrum pump had a delayed keypad response. There was no patient involvement.